Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:flex pump. Humalog was tested for up to 48 hours as labeled. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that on every third day of the supply change, the customer experienced elevated blood glucose levels around 300 mg/dl and it was addressed with boluses. The customer uses humalog insulin. As this event had occurred in the past, tandem technical support was unable to troubleshoot the elevated bg level.